Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly there was moisture/corrosion in the battery compartment. The reporter denied any physical damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: investigation revealed moisture in the battery compartment. Leak testing failure due to a battery compartment crack. The pump casing was opened and there was evidence of internal moisture on multiple components.